Event description:
Date of event: within the last 6 months prior to 03/10/08. Details of event: pt required re-operation due to pelvic pain. Pt had diffuse inflammation at sites of seprafilm and floseal application. It was noted that the surgeon did not rinse excess product away. Treatment of adverse event: surgical exploration due to pain. Re-education: the biosurgery science liaison, tricia stewart ms pa-c, went over the IFU and need to rinse away excess floseal and explained the IFU warnings and precautions with the surgeon. Additional follow-up received on 20-mar-2008 by biosurgery science liaison: how applied: laparoscopic application - did not rinse away/irrigate excess floseal. Event detail: a left oophorectomy was performed - dr stated that he laparoscopically used 5ml of floseal and also seprafilm (by creating a seprafilm "slurry"). Following the initial surgery, the pt developed signs and symptoms of an infection and underwent an exploratory operation and was found to have acute peritonitis. Dr stated he could not find an explanation for the acute peritonitis. (Still awaiting follow-up call with dr to gather further details around this report). Status of pt: dr stated that the pt has recovered. Re-education performed: dr informed of the recommendation on the floseal IFU -that once bleeding has ceased, excess product that is not incorporated into the clot, should be removed by gentle irrigation.

Manufacturer narrative:
This case is the same adverse event as floseal ae. A subsequent review of the case determined that a floseal endoscopic applicator was used and is the reason for this complaint to be opened. A recall is being conducted as a precautionary measure due to discoloration of the floseal material noted in six (6) non-medical complaints (two reports being of the same case). The initial investigation of the complaints noted that the cleaning process associated with the over-molded stainless steel sleeve, contained in the floseal endoscopic applicator, performed at the supplier was not consistently followed. Furthermore, a toxicology analysis for the discoloration of the floseal product was conducted. The analysis revealed presence of metal particulate matter in the discolored floseal product. Additionally, the metal particulates were identified as chromium, iron, and nickel. However, the measured levels of these metals in floseal were noted to be lower than the toxic dose cited to cause a tumorigenic and/or inflammatory-type reaction. A comprehensive investigation is currently being performed to further realize and document the root cause of this issue. An internal product hold was placed on the disposable floseal endoscopic applicator globally. Additionally, an on-site supplier assessment has also been completed by baxter. Furthermore, in order to resume production, the following short-term actions are being taken: baxter bioscience is in the process of validating an add'l cleaning process at a 3rd party supplier to ensure the cleanliness of the product. Baxter bioscience will also update the product requirements specification to reflect this new cleaning process, along with defined acceptance criteria. As part of this specification change, additional incoming inspection requirements will be defined to ensure the ongoing quality of the product. (Please see the attached baxter medical director assessment). Note: this event is being conservatively reported as a 5-day report as we have determined the need for recall and communicated to the FDA under baxter fca on 31-jul-2008.